Event description:
Essure was placed in (B)(6). Pain and issues began within 6 months relating to essure. High blood pressure, severe tubal pain, heavy bleeding/passing clots, migraines, weight gain, hair loss, loss of libido, mood swings, and many many other issues.